Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the pump display flickers. The device was not changed out, as the perfusionist was able to use for the remainder of the case. The reported issue did not affect the function of the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.